Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that bolus delivery was not being recorded in bolus history. Customer reported that blood glucose ranged between 78 mg/dl and 364 mg/dl. Customer treated each with bolus delivery and none were recorded in bolus history, even though customer saw numbers advance. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles in infusion set, but there were tiny bubbles in reservoir; there were no site or insulin issues; and settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.